Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es system was completely greyed out, and all drawers were not active. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-nov-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system drawers were inactive. A field service engineer arrived after the customer had already resolved the issue by power cycling the station. All drawers were detected, and the med jam in auxiliary drawer 6 was cleared. The station was fully operational upon arrival. The system functioned as intended after the customer resolved the issue.